Event description:
Customer stated that the device was warm and the base unit was smoking and showed evidence of melting. A request was made for the return of the suspect device and replacement product was sent.